Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the system would not boot. The batteries were flat and the power converter failed. Representative replaced battery trays and power converter. Configured pendant and converter. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect power converter has been received by the manufacturer for evaluation but the results are not available yet. The suspect batteries has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the imaging system was fully charged. It was reported that the imaging system had not been charged for 10 days and after plugging in the system for charging. When the system was unplugged after charging it for about 3 hours, the battery indicator was not scrolling and the battery indicator was blinking red on the farthest light. There was no patient present at the time of the issue.

Manufacturer narrative:
Two sets of battery trays were returned to the manufacturer for analysis. Although, all battery trays were found to be depleted the root cause of this event cannot be confirmed because it takes other components to fail first in order to cause all battery trays to get depleted at the same time specially in the short period of time that was described by the reported event. The hardware investigation of the returned power conversion enclosure found that the reported event was related to an electrical issue. The device did not pass transistor resistance testing on all leads. The most likely cause was if the transistor was shorted and there was no power applied to the battery charger(s), the power conversion would remain on, therefore, draining the battery tray(s). The reported event was confirmed.